Event description:
The patient reported they have a nevro spinal stimulation that does not work/does not help them at all. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).